Event description:
It has been reported to philips that the allura device would not turn on. The device was outside clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the flexvision pc was not booting with the rest of the system. After analysing the log file, the rse suspected that the bios battery in the flexvision pc was defective, causing the bios settings to be lost. The customer replaced the bios battery, since the pc was not booting when ac power was applied to its power supply. The system reached eol (end of life). It was found that the pc did not shut off when the system powered off, preventing the pc from turning on because it never received a power cycle. The customer was advised to replace the mpdu (main power distribution unit). Review of the system log file showed that the host pc was unable to communicate with the flexvision pc within 105 seconds. The customer replaced the mpdu control board, but the issue persisted. Then the customer swapped the power connector to another port that shut off with the system, and the flexvision pc powered up correctly with the rest of the system. The rse advised the customer to replace the mpdu and complete the system testing after repair. After that, the system returned to use in good working order. The codes were updated based on the investigation outcome.